Event description:
It was reported that "during central line insertion, introducer needle required to insert guidewire found to be cracked, not secure onto the raulerson syringe. Equipment was not used, set to the side, new central line insertion kit used during procedure. ". This was found prior to use on the patient. There was no patient harm or injury.

Manufacturer narrative:
(B)(4) the customer returned one ars/introducer needle subassembly for analysis. Small traces of signs of use in the form of biological material were observed on the outside of the needle hub. Visual analysis revealed that the needle hub contained cracks on the hub. Microscopic examination confirmed the cracks. No other defects or anomalies were observed on the needle nor the ars. The returned sample was functionally tested with the returned introducer needle per the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". With the needle attached, the subassembly did not aspirate due to the crack on the needle hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin". The customer report of a cracked needle hub was confirmed through investigation of the returned sample. Visual inspection revealed cracks on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.